Manufacturer narrative:
(B)(4): the patient underwent mesh implantation to treat stress urinary incontinence and midline cystocele. It was reported that after implantation patient experienced pain, erosion, extrusion, vaginal scarring and urinary problems. Due to erosion and exposure, the patient underwent excision of mesh on (B)(6) 2011 and on (B)(6) 2012 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08026. The same patient is represented in each medwatch.